Event description:
It was reported that during lead revision procedure, the pulse generator went into backup vvi mode after suspected electrocautery interaction. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.